Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4269 boston scientific lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The patient was using a pool pump when the implantable cardioverter defibrillator (ICD) delivered therapy. They observed some potential external noise interference on the atrial channel with an episode of supra ventricular tachycardia (svt) which occurred one minute prior to that event. The device remains in use. No further patient complications have been reported as a result of this event.